Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2013, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis featuring c3 deployment system. After deployment of the trunk/ipsilateral leg component and removal of the delivery catheter, imaging revealed that the distal olive from the delivery catheter remained inside the patient. A snare was used to retrieve the olive. The patient tolerated the procedure. The delivery catheter and the olive were discarded at the facility and therefore not available for evaluation. It was reported that the iliac arteries were tortuous but the aorta was very straight. The physician noted no unusual resistance while advancing the delivery catheter through the sheath.